Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 h3, h6: part: 513.005. Lot: f-29387. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 24 jan 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the drill bit ø1 l46/34 2flute (part #: 513.005, lot #:f-29387) was received at us customer quality (cq). Upon visual inspection, the tip of device was broken. The broken fragment was returned. No other defect was observed. Reported condition of embedded device was not confirmed as no x-rays were provided. Device failure/defect identified? Yes dimensional inspection: drawing: drill bit ø 1.0mm, l 46/34, 2-flute. Measured dimensions:. Shaft diameter = conforming. Document/specification review: drill bit ø 1.0mm, l 46/34, 2-flute:(current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. . Investigation conclusion: this complaint is confirmed as the distal tip was observed to be broken. Although no definitive root-cause can be determined based on the provided information, it is likely the device encountered unintended forces such as high stress during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the drill bits split at the moment of drilling in the bone, leaving a piece of them in the patient's bone. Procedure was completed with a twenty minute delay. This report is for a drill bit ø1 l46/34 2flute. This is report 1 of 2 for (B)(4).